Event description:
Caller reported a minimum fill notification related to their insulin pump. There was no adverse impact to the customer's blood glucose level. The caller had initially attempted to load multiple cartridges that were discovered to be empty. Technical support service advised the caller to clean the pneumatic tap area on the pump and instructed them on the correct use of pre-filled cartridges. With this guidance, the caller was eventually able to load a filled cartridge successfully and resume insulin delivery.